Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported that their ins implanted site was causing more grief and pain than their pain in their back. Patient stated that the ins had been more visible, and they thought the ins moved a little bit. Patient confirmed no recent trauma, falls, or weight loss. Patient stated that they were not currently at their home address. Agent redirected the patient to hcp and will email a list of physicians around their area.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they had a surgery this past summer which was the result of them falling down and dislodging the leads in their back. This required a surgical replacement of the leads, and the patient had them relocate the battery into a different position. Now, the patient reports that the stimulator has been repaired, but they think they need a tweak on their settings. Their back pain is not where it was prior to the fall. Patient notes that they will contact a manufacturer representative(rep) to set up a meeting for adjustment.